Manufacturer narrative:
(They had to oversew to fix the staple line). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when settling the intestine during an open abdominal surgery, there was an incomplete staple line. They had to oversew to fix the staple line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Microscopic evaluations of the anvil buckets noted staple strike marks in all the buckets. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.